Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during final tightening of the 4th (and last) closure top, the driver tip of the torque indicating wrench broke off in the closure top. The surgeon decided to leave the tip within the closure top and did not attempt to remove it. The tip remains implanted in the patient.